Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touchscreen shattered and was unresponsive. In addition, it was reported the plastic on the side of the pump was damaged. Customer's blood glucose was between 54-500 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.